Manufacturer narrative:
The tech replaced the casters, caster supports and the main bearing to repair the bed.

Event description:
Info received indicates the brake is not holding. Casters continue to swivel from side to side when in brake.